Event description:
It was reported that the tip became very sharp after it had been sheared off.

Event description:
It was reported that the tip became very sharp after it had been sheared off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the distal tip using a microscope confirmed the presence of a jagged distal tip. The probable root cause for the jagged distal tip is likely due to dropping/banging of the device against a hard surface. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.